Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they been on the 9th, final step, unfortunately, there is no progress regarding their 7th and 8th teeth. As they explained before through all 9 steps, they felt more pressure and shifting of their 10th tooth, which they don't understand, since the left side of their upper byte was satisfactory and now, they are worried that the 10th tooth was shifted to the right. The patient said that where the 6th, 7th and 8th teeth are they appear to be pushed hard to the left, causing the 8th tooth to be pulled out from the gum on the right side and looks longer now and 7th tooth became crooked to the left. Since now the 8th tooth is longer on the right side and the 7th tooth is shifted to the left and tilted, the 7th tooth appears chipped (but is not) and the overall appearance of my front teeth on the right side is off. The patient was seen by their dentist and consulted an orthodontist about their treatment with byte. After reviewing their progress over the past year, both professionals recommended discontinuing treatment with byte, as there has been not only a lack of improvement but also regression and worsening in some of my teeth.